Event description:
Information was received from a consumer regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was failed back surgery and non-malignant pain syndrome. The date of the event was unknown. It was reported the pump was removed in (B)(6) 2015 after repeated failures. The patient did not currently have a pump in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.